Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that recoverable errors occurred. The site restarted the system with no change. The intuitive tech support engineer (tse) had the site do a hard restart with no change. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a recoverable fault occurred, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a recoverable fault and replaced the proximal set up joint (suj) unit to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed and found to trigger error 32100 when placed on an in-house system. The unit failed vertical brake test. The complaint regarding the recoverable error was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: an intuitive field service engineer (fse) confirmed the reported issue that took place during the procedure. It currently is unknown how the procedure was completed. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.